Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an occlusion issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose was at 825 mg/dl with unspecified ketone level. It was reported that the patient received unspecified treatments from the medical personnel at the emergency room. The reporter stated that the patient remained on pump therapy with no recent adjustment to the pump settings. The customer technical support agent was unable to troubleshoot the alleged occlusion issue due to a time/date issue with the history setting. Allegedly, the time/date was set to a future date and it was not clear if there was any canceled bolus as the result of the reported occlusion issue. In addition, the reporter stated that the health care provider had insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to occlusion issues of unknown cause.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found records of occlusion alarm a month prior to the event date. Date range was not available for the complaint date due to continued customer use. Total daily deliveries appears to be inconsistent due to an incorrect time/date issue. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were executed and recorded correctly. Force sensor calibration reading was within specifications. The reported occlusion issue was verified in the black box but not duplicated in the investigation.